Manufacturer narrative:
A partial iab, consisting of the iab membrane and a portion of attached catheter tubing was returned for evaluation. Visual examination revealed that the membrane was completely unfolded. It was not possible to satisfactorily pump the balloon on the laboratory system 90 iabp due to the condition of the returned membrane and catheter tubing. Probable cause of difficulty: based on the condition of the iab, it was not possible to satisfactorily examine the balloon to detetmine why it would not inflate or to verify the reported difficulty. In general, augmentation and inflation difficulties may be attributed to one or more of the following: 1. The balloon was placed subintimally. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The proximal portion of the membrane remained within the sheath. 4. The iab failed to completely unfold because the user failed to inject at least 30cc of air as advised in the instructions for use. 5. The catheter kinked within the patient, possibly due to severe vessel tortuosity and/or patient movement. 6. The catheter kinked outside the patient. The user may have failed to secure the catheter and y-fitting to the patient. Manipulation of the kinked portion of the catheter could have minimized the restriction and improved balloon performance. Having the opportunity to examine a completely or loosely folded membrane may have provided some additional info into the reported problem. Since the membrane was returned with the membrane unfolded, it is possible that the membrane was examined at the facility prior to its return to datascope for evaluation.

Event description:
When the iab was inserted into the pt, the iab did not fully open. The balloon was checked under fluoroscopy and was manually opened with 60cc syringe, but the iab still would not fully open. The iab was removed and a second was inserted. As a result of the event, there was excessive bleeding when the iab was removed. (Event complications: excessive bleeding from insertion site-) rpt'd 10/29/96. (Pt's current status: unk-rpt'd 10/29/96.